Manufacturer narrative:
Record evaluation comments below: no product was returned by the customer to assist in the evaluation. Based upon the info provided by the customer, co is unsure why extravasation occurred. Cook info booklet t-grii397 states the following on page 3. "Implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention." Disposition of remaining products not applicable.

Event description:
B.5) the stent was deployed without incident following a rotablator procedure in a calcified lad. Pulled balloon out, noticed localized extravasation. Dr. Immedialtely addressed with reperfusion balloon.